Event description:
It was reported that during use foreign matter was discovered in syringe with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter: we had a syringe used in preparation of chemotherapy on (B)(6) 2019 in our pharmacy aseptic unit. The syringe was used to withdraw 1 x 20ml diluent from IV bag, the operator noticed a foreign body on the rubber bung, this does not move when syringe is tapped.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-2022. H.6. Investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection of the product, polypropylene fibers mixed with silicone and grease was observed on the product. A device history review was performed for the reported lot 1908249, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper cleaning maintenance in the equipment by the machine operator. A project has been initiated to reduce foreign matter within our products. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use foreign matter was discovered in syringe with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter: we had a syringe used in preparation of chemotherapy on 31.12.2019 in our pharmacy aseptic unit. The syringe was used to withdraw 1 x 20ml diluent from IV bag, the operator noticed a foreign body on the rubber bung, this does not move when syringe is tapped.